Event description:
The reporter contacted animas on (B)(6) 2014, alleging that there was moisture corrosion in the cartridge compartment. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with headache, extreme thirst, and does not generally feel well. This report is being made due to the bg excursion the patient experienced due to alleged moisture ingress issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no evidence of moisture observed in the cartridge compartment; no damage to the cartridge compartment was found. Returned cartridge cap fully secures to the pump with no issues. The total daily dose adds up correctly and reflects the users programmed basal rate. No alarms related to the complaint observed in alarm history. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. The pump passes leak test. Removed pump cover; no evidence of internal moisture was observed on the pcb or internal components. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.